Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient's atrial lead exhibited elevated thresholds and high impedance. The lead was capped and replaced on (B)(6) 2005. No further information was available.

Event description:
New information received noted that there were no patient complications post procedure.